Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU and fmea, there is no indication of implant failure and no indication that the implant was out of specification. The most probable root cause for the pain complaints could not be determined. The most probable root cause for the instrument damage is operator misuse. Part numbers, lot numbers, manufacturing dates, expiration dates and UDI numbers (if applicable): ifuse implant, p/n 7040-90, lot# i0a23, mfd. 06/11/14, expires 2019-06, (B)(4); p/n 500322-a, guide rod, removal system, lot ct15b067; p/n 500532-a, chisel, removal system, 90 mm, lot n36459.

Event description:
In (B)(6) 2015, the patient had left side si joint arthrodesis where three implants were placed. The patient reported pain complaints of unknown etiology sometime later. The surgeon decided to remove the most cranial positioned implant. In (B)(6) 2017, the surgeon attempted to remove the implant but the instrument broke off because the implant was solidly fixed in bone. The instrument materials are expected to be entirely contained. The surgeon decided to leave the implant in place. The status of the patient following the procedure is not known.